Event description:
The pt stated, that his infusion device has been alarming with repeated e4 (occlusion) errors. He stated, he believes that the insulin cartridges are causing the errors. He stated, that he withdrew the insulin from the cartridge and the plunger did not move. He stated, that normally the plunger moves as he withdraws insulin. He stated, he was able to clear the error and his infusion device is functioning properly. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.